Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 24 synergy ii drug eluting stent was advanced to treat the lesion but failed to cross the lesion and the stent was noted to be damaged.